Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device did not find evidence to confirm the reported device loosening. A complaint database search did not show any other reports against the lot code. The investigation did not find any evidence of product error as a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
User facility report rec'd from hosp indicates pt was revised to address loosening of the tibial and femoral components. It was reported that x-rays showed periprosthetic fracture of the medial femoral condyle. Infection was also suspected, but cultures were negative.